Event description:
The account alleges the head section slowly drifts down. No patient impact.

Manufacturer narrative:
The account replaced the head down valve and the issue remained. The account replaced the cardio pulmonary resuscitation valve to resolve the issue.